Manufacturer narrative:
Patient birthday was identified. The reported injury was a wisdom tooth damaged. The product model, serial, and catalog numbers were identified. Patient name and address were identified and updated. Patient phone number provided was invalided and removed. Device manufacture date was identified. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their wisdom tooth was damaged during the first usage of their elite+ power toothbrush.

Manufacturer narrative:
The reported injury was a broken tooth. The product model, serial, and catalog numbers were not provided. The complaint was received from (B)(6).

Event description:
A consumer reported that their tooth broke during the first usage of their sonicare power toothbrush.